Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "reoccurrence. Preop: dislocation. Surgery: removal and head/liner, screw, dome hole p. Outcome: cemented in a 44mm f x3 liner, 44mm + 2.5 head."